Event description:
The pt was undergoing a left ureteroscopy and stone basket extraction. The ureter was balloon dilated using a bard balloon dilator. The balloon was somewhat difficult to remove upon deflation. There was slight injury to the lateral ureteral wall during balloon dilation. Because of the injury, the physician felt that it was best to place a stent and come back at a later time for treatment of the stone; it was felt the slight tissue injury will do well with the stent in place.